Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00465. It was reported that the patient presented for a routine generator change procedure. During the procedure it was observed that the patient's right ventricular and right atrial leads were mangled together. Upon closer inspection, various insulation breaches were observed above their respective suture ties. The leads were capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.